Event description:
(B)(6) 2024 - the consumer claims the product sparked. The consumer left the unit on a chair with a comforter. Walked away for 2min and the unit started to spark. No injuries occured.

Manufacturer narrative:
5/30/2024 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.